Event description:
The penumbra aspiration pump started to make a high pitch noise upon testing prior to use in case. The suction power was diminished as well.

Manufacturer narrative:
Results: there are no visual or dimensional abnormalities with the pump. The unit turns on as expected. When the inlet port is blocked, the tested vacuum measures -27.5 in hg. With a demonstration filter installed and connected to a demonstration canister and tubing set, a blocked inlet tube generates a -27.0 in hg vacuum. These readings are within specifications. The vacuum regulator knob is fully adjustable and the pressure varies as expected. There is no unusual noise noted while the pump runs. The performance of the pump is within specification.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.